Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 265 mg/dl. The customer changed the cartridge, infusion tubing and site. The bg lowered to the customer's target level. The customer thought the cause of the occlusion was due to the site; however, as the supplies had been changed prior to contacting tandem technical support, troubleshooting to confirm if the site was the cause was unable to be performed. Reportedly, the customer was using apidra insulin.